Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. This report is for unk - screw locking/unknown lot number. Other UDI: (01) unknown (10) lot number unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: the reported extraction screw was used in removal surgery for lcp df (lcp distal femur) on (B)(6) 2017. It was reported that the patient felt uncomfortable with the surgical area, so the surgeon checked and found three locking screws had been slightly extruded. (This portion of the complaint is reported in (B)(4)). During the removal surgery of those extruded screws, two of them were removed. While the surgeon was trying to remove the 3rd screw, threads of the screw head became stripped, he then used the extracting screw in question for removing the 3rd screw. The extraction screw broke, and the fragmented tip stuck in the head of the 3rd screw. Although the surgeon took measures to remove the 3rd screw, all the trials failed. Since the fragmented tip did not stick out of the screw head, he closed the incision, leaving the 3rd screw inside the patient¿s body. The surgery was delayed by 30 minutes. Patient outcome was good, no additional medical intervention was required. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.